Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/15/2022, it was reported by a distributor via email that an ar-1923ps pushlock peek anchor tip broke when surgeon removed the inserter shaft after implantation. This was discovered during a labrum repair with rcr and instability procedure on (B)(6) 2022. Surgeon completed case successfully using another ar-1922ps without further issues reported.